Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter powered off during use. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue occurred approximately one year prior to contacting lfs. During the follow-up call, the patient informed the csr that the meter powered off when he attempted to review the meter memory. The patient further stated that when he powered the meter back on after it had powered off, the subject meter had reverted to the setup mode. The patient claimed he was unable to verify the meter settings to retest. The patient declined to elaborate reason he was unable to verify the meter settings. The patient reported that after the alleged meter issue occurred he "fainted" due to a hypoglycemic episode. The patient did not recall how much time passed between when the alleged meter issue occurred and when he lost consciousness. The patient stated he was taken to the hospital where he was treated with IV glucose after his blood glucose was tested with another device and registered at '2.0 mmol/l". The patient also reported that he was hospitalized for 2 or 3 days. During the follow up call, the patient informed the csr that he was managing his diabetes with novorapid, novolin 30/70 and lantus insulin. It is not known if the patient made any adjustments to his usual diabetes management regimen due to the alleged meter issue. The alleged meter issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue occurred.